Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Caller reports when patient attempted to increase stimulation, settings not available. Cannot provide your desired intensity settings. Caller reports when she initially interrogated patient's ins, impedance checked and shows electrodes 7, 8, 10, and 13 shows avoid. Caller reports she reprogrammed group a and b. Did not touch group c as it was fine. Caller reports when patient attempted to increased stimulation on group c, the same message appeared: settings not available. Cannot provide your desired intensity settings. Caller reports she interrogated patient's device again, impedance checked and shows electrodes avoid: 4, 5, 8, 10, 11, 12, 15. Caller reports she then re-check impedance again, different sets of electrodes show avoid: electrodes 7, 8, 10, and 13. Caller reports she then re-checked impedance, electrodes show avoid: 4, 5, 8, 10, 11, 12, 15. Caller reports patient is programmed with dtm:a1: electrodes 5/6a2-a4: electrodes 6/9b1: electrodes 12/15b2-b4: electrodes 14/15c1: electrodes 5, 15, 9c2-c4: electrodes 8/4. Reviewed re-programming using electrodes: 0, 1, 2, 3, 6, 9, 14. Suggest x-ray caller reports no fall or trauma. Caller reports patient current weight (B)(6), has lost 15lbs the past 2 weeks from covid.see crts/case # rtg0253974 for the report of about menu to obtain error code

Event description:
Additional information was received from the rep and the patient. Rep reported increased impedance. Patient¿s entire system was replaced yesterday (B)(6) 22). Pt states her ins and leads were replaced a week ago because device was acting crazy and remote showing warnings and every time did check would lose electrodes, pt states at one point electrodes were gone and didn't know if problem with device or not. Pt states a lot of scar tissue or something and had to dig lead out and remove bone, etc and now put back in. Pt mentioned she also has ms and the ins is helping her with that. Pt states the unit started acting up through christmas and had worked with a rep every week. They would meet every week and she would start out with 4 electrodes that didn't work and maybe half weren't working, pt states this went into feb only down to 4 electrodes that she could use. 6-8 non functional. Pt states this has all been since replaced and now working.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(6), explanted: 2022 (B)(6), product type: lead. H6: previously reported patient code/ime e2403 is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found no significant anomaly. Analysis of product ID 977c165 lot# serial# (B)(6) found broken conductors. Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: explanted: (B)(6) 2022 product type lead product ID neu_ siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported they programmed patient using the electrodes that did not show an issue. She seemed to be getting good coverage.

Manufacturer narrative:
H3: analysis of the lead, model 977c165, s/n (B)(6), also revealed that a weld was corroded at the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.